Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had used cold insulin which led to high blood glucose and traces of ketones on (B)(6) 2026. The high blood glucose and ketones were treated with correction bolus via pump and correction injection via mdi (multiple daily injections).